Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 16-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.